Event description:
During two separate apheresis for self-transplantation procedures, the customer received "leak in centrifuge" alarms. The customer reported that there was blood inside the machine. The runs were ended w/o blood rinseback, resulting in loss of red blood cells in the pts. Per the customer, there was an increase in anemia, but there was no clinical consequence. Pt weight is not available at this time. The disposable sets are not available to be returned for eval. This report is being filed due to unk medical intervention preventing alleged anemia. The customer filed a report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be provided.

Event description:
During two separate apheresis for self-transplantation procedures, the customer received "leak in centrifuge" alarms. The customer reported that there was blood inside the machine. The runs were ended w/o blood rinseback, resulting in loss of red blood cells in the pts. Per the customer, there was an increase in anemia, but there was no clinical consequence. Pt weight is not available at this time. The disposable sets are not available to be returned for eval. This report is being filed due to unk medical intervention preventing alleged anemia. The customer filed a report with their local authorities.